Event description:
It was reported that a hemo-dialysis patient on (B)(6) 2013, passed away one half hour after completing treatment. The patient was disconnected from machine. Upon f/u with the clinical manager of the facility, it was determined that the patient was in ICU during the time of treatment. The patient displayed signs of cardiac symptoms. She stated that the patient passed away due to internal bleeding. The patient's death was unrelated to the k-machine. The machine completed a series of test and was found to be working as specified. The machine was placed back on the floor for daily use.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, no definitive conclusion can be drawn. The post market clinical staff is currently in the process of requesting patient medical records including a death certificate and autopsy report. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.